Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported surgeon was doing a primary right knee surgery and 2 trial cutting guides broke.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock. There has been 1 other event for the lot referenced. The event was confirmed. A material analysis determined the instrument fractured in overload due to bending from user misuse and/or mishandling. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported surgeon was doing a primary right knee surgery and 2 trial cutting guides broke.